Event description:
Customer states tubes are received partially spun at the (quest) lab.

Manufacturer narrative:
(B)(4). A date of the event could not be obtained from the customer. We are still in progress to obtain more information from the customer with regards to samples and pictures. As soon as the investigation of the event is completed, we will file a supplemental report.

Manufacturer narrative:
No samples or pictures were received for evaluation. No batch numbers were provided by the customer. No further information or clarification was received from the customer. The cause of the event cannot be determined due to insufficient information. Corrected data: h6: investigation conclusion; h10 manufacturer narrative.